Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump batteries was frequently changed 5 to 6 days couple of times, the insulin pump rejected new batteries, part of the screen went gray and then came back on unexpectedly, backlight did not always light up, motor was slower during rewind, alerts were not as loud as before, buttons were harder to press, motor error and battery cap did not align like supposed to. The customer mentioned that they could not hear the alarm for low reservoir and declined to troubleshoot for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.